Event description:
I had hernia repair surgery in (B)(6) 2014 using some type of mesh. The last week of (B)(6) 2015, I started feeling movement in my lower abdomen. Within a week and a half a mess that seemed to come from the original surgery site moved down into my pelvis. My family doctor immediately ordered a c-scan the same day I saw her, (B)(6) 2015, and she set up an appointment with the surgeon that performed the original hernia repair for monday, (B)(6)2015. I have been advised by both doctors to go immediately to the emergency room if I experience any nausea, fever, pain, etc. I was also told to limit activity. My primary physician indicated that another surgery is probably going to happen within the next week.